Event description:
According to the information received, during a procedure the patient developed a burn. It was noted by the or supervisor that the infiltrator handpiece got hot. The infiltrator is a mentor product, but the handpiece used with it was manufactured by another manufacturer.